Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Event description:
Customer reported receiving a button error alarm. She did not know the blood glucose reading. Nothing further was reported.